Event description:
Per the clinic, the patient underwent revision surgery due to skin overgrowth on (B)(6)2013, to excise excess skin at the abutment site. During the same procedure the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.